Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to patient contact, the cook® single-use holmium laser fiber broke where it plugs into the holmium laser 1. It made a weird sound and burned a hole in the drape. A new laser fiber was opened and used to complete the case without further incidence. The device was not used on the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. The investigation also included a review of complaint history, the device history record, the instructions for use, manufacturing instructions, quality control data, specifications, and trends. One opened package labeled rpn hlf-s273-hsma, label lot 8464276 was received. The fiber was returned in two segments. The plug and remaining 298.7cm of fiber were returned. The fiber is completely severed 3mm from the edge of the silicone plug cover. 1.5mm of blue cladding protrudes from the cover and 1.5mm of quartz protrudes from the cladding. The separation point of the quartz is jagged. It is not a clean straight break. Charring is visible on the cladding between the point of separation and the plug cover. The cladding on the long segment of fiber has been stretched then pulled to separation. This device is tested during manufacturing to assure no breaks are present along the fiber length and the green output from end of fiber creates a well-defined circle. The device is packaged in a protective coil, both coil and plug are snapped into a laser fiber tray that provides added security during shipment. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: extending lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling poor lasing beam alignment of focus never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record found there were no non-conformances related to the failure mode of a fiber fracture/separation. A review of complaint history records revealed this complaint to be the only complaint associated to lot number 8464276. One laser fiber was returned and was found to be broken/fractured/separated. The damage to the fiber was noted ~3mm from the plug. The cause of the damage is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.